Event description:
It is reported that due to incorrect intraocular lens (iol) power chosen, the iol was explanted. No patient injury was reported.

Manufacturer narrative:
Evaluation of the returned lens found it be covered with surface residue, not inconsistent with an explanted lens. No defects were observed with the lens optic body and haptics of the lens. Diopter inspection of this lens found it to meet specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Device received for return; evaluation pending.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.